Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to disconnection of the driveline; it was reported that the patient and caregiver panicked and attempted a controller exchange following backup battery fault alarms. Review of the submitted log files found that after a backup battery fault alarm was activated, the driveline was disconnected for less than 2 minutes before being reconnected. During the driveline disconnect, the system alarmed appropriately for low flow, driveline disconnect, and left ventricular assist device (lvad) off until the driveline was reconnected. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 includes instructions for replacing the current system controller and instructions on replacing a backup battery in the system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the system controller backup battery fault and driveline disconnected hazard alarms, as well as how to respond to each alarm condition. In the event of a system controller backup battery fault alarm, patients must call their hospital contact immediately for diagnosis and instructions, and clinicians should replace the system controller 11 volt lithium-ion backup battery. The IFU also includes instructions for replacing a backup battery in the system controller. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the system controller backup battery fault and driveline disconnected hazard alarms, and the proper actions associated with them. In the event of a system controller backup battery fault alarm, call your hospital contact as soon as possible for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline was disconnected because the patient/caregiver had panicked and attempted to do a controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed that at 10:36:17 the driveline was disconnected causing a pump off event. The driveline was reconnected at 10:37:49.